Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later confirmed that the catheter was not opened when the event occurred confirming no medtronic device has entered the patient prior to the event. A non-medtronic device was used for the transeptal puncture and shortly after, 02sat dropped. Pericardial effusion occurred and pericardiocentesis was performed but only serous fluid. Transesophageal echocardiogram probe was sent into the body and blood was seen in the abdomen and assumed ivc tear. Vascular was called and the patient hemorrhaged. Another non-medtronic catheter or sheath perforated though an aneurysmal portion of the ivc. It was noted that the access was difficult passing bifurcation in the femoral vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a cardiac ablation procedure, an inferior vena cava (ivc) dissection occurred. The procedure was aborted while the patient was under general anesthesia. The patient subsequently expired.